Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer did not measure out their insulin or bring the insulin to room temperature before filling cartridges. Customer was educated that cartridges can hold up to 300 units and should be filled with room temperature insulin per the tandem user guide. Customer reloaded or changed the cartridge to address the issue and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.